Event description:
Information received by medtronic indicated that the insulin pump had damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage to an unspecified location found on (B)(6) 2021. Insulin pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Pump was cut open to perform visual inspection and found the j4 connector pins broken on pcba 1. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked end cap and pillowing overlay. Blank display due to disconnected j4 connector pins. Cosmetic damage at the end cap confirmed.